Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd single lumen needle, syringe and blood collection set two bags were found to be missing labels. There was no report of patient impact. The following information was provided by the initial reporter: material no: 301643 batch no: 1172764 it was reported two bags were identified missing the inner label.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-25 . H6: investigation summary it was reported two bags were identified missing the inner label. To aid in the investigation, two bags with bulk packaged products and three photos were provided for evaluation by our quality team. A visual inspection was performed. The products looks good, but neither bag has an identification label. Each photo shows needle assemblies packaged in bulk plastic bags. No label is visible at the side of the bag shown in the photos. No other defects or imperfections were observed. This defect could occur if, during the packaging process, only the outer label was placed and the inner label was not added. A device history record review was completed for provided material number 301643, lot number 1172764. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd single lumen needle, syringe and blood collection set two bags were found to be missing labels. There was no report of patient impact. The following information was provided by the initial reporter: material no: 301643 batch no: 1172764 it was reported two bags were identified missing the inner label.